Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint was verified in alarm history. Replicated invalid syringe size complaint but was unable to replicate occlusion alarm problem. The cause was the barrel clamp out of calibration. Left plunger case damaged, non-OEM battery installed. Replaced the left plunger case, plunger head mount and battery. Loaded standard 1a12 configuration and recalibrated all sensors. Unit passes all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that during testing, it keeps alarming occlusion when there is no occlusion error. Also says invalid syringe size. No other information provided.